Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. C80065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: zoloft, levothyroxine and lotrisone. Concurrent conditions included diplopia, fever, chest pain, micturition urgency, nausea, myalgia, back pain, polyuria, polydipsia, irregular periods, hypothyroidism, congestion nasal, vaginal discharge, insomnia, depression, anxiety, fungal dermatitis, cyst, hypertension and endometrial hyperplasia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), arthralgia ("joint pain"), hypoaesthesia ("numbness"), fatigue ("fatigue") and dizziness ("dizziness"). The patient was treated with surgery (hysteroscopy, d&c, novasure, laparoscopic bilateral salpingectomies with removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, arthralgia, hypoaesthesia and fatigue outcome was unknown. The reporter considered arthralgia, dizziness, fatigue, genital haemorrhage, hypoaesthesia, menorrhagia, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: both essure implants being placed four coils were visualized at the tubal ostia on both sides. Discrepancy noted: hysterectomy: (B)(6) 2018, (B)(6) 2018. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: fatigue, menorrhagia, pelvic pain lot number: c80065 manufacturing date: 2014-07 expiration date: 2017-07 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. C80065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: zoloft, levothyroxine and lotrisone. Concurrent conditions included diplopia, fever, chest pain, micturition urgency, nausea, myalgia, back pain, polyuria, polydipsia, irregular periods, hypothyroidism, congestion nasal, vaginal discharge, insomnia, depression, anxiety, fungal dermatitis, cyst, hypertension and endometrial hyperplasia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain"), hypoaesthesia ("numbness"), fatigue ("fatigue"), dizziness ("dizziness") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysteroscopy, d&c, novasure, laparoscopic bilateral salpingectomies with removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, arthralgia, hypoaesthesia and fatigue outcome was unknown. The reporter considered arthralgia, dizziness, fatigue, genital haemorrhage, hypoaesthesia, menorrhagia, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: both essure implants being placed four coils were visualized at the tubal ostia on both sides. Discrepancy noted: hysterectomy: (B)(6) 2018, (B)(6) 2018. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: fatigue, menorrhagia, pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.